Event description:
The distortion was localized on the abbott ho grid on the ensitex mapping system. Ultimately we were able to prove that they had an impedance issue with the rl patch of their system. By placing this patient patch on the back of patients in their mapping impedance field we were able to fix the distortion. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).